Event description:
It was reported that the alarm priorities/settings of the carescape b650 and clinical information center (cic) do not always exactly match. If a high priority b650 alarm is not exactly defined or is not correctly identified by the cic, the central station may "default" to generating a low priority alarm for this "unrecognized" high priority alarm. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.